Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unresponsive. The customer's blood glucose level was in the 200's (mg/dl). Reportedly, the customer connected the pump to a power source to charge overnight and the pump remained unresponsive. The customer's blood glucose level elevated to the 300's (mg/dl). The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.